Event description:
It was reported that a spectrum iq infusion pump did not recognize a closed door. This occurred during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, "could not recognize close door" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.